Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the permanent cautery hook (part# 470183-14/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the tip of the instrument does appear to have a slight dark discoloration which may have been a result of the smoke at the tip. The instrument would need to be returned to take a closer look at the discoloration to be certain. There does not appear to be any other visible damage to the instrument. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported that the permanent cautery hook (pch) had a smoked stain at the tip. The procedure was completed with no reported injury with a different instrument. Isi followed up with the initial reporter and obtained the following additional information: the event date was (B)(6) 2022. The instrument was inspected prior to use, there was not damage or anything out of the ordinary. Thermal damage was first observed intraoperatively during use. The surgeon believed that the instrument quality was the cause of the thermal damage. The instrument did not collide with any energy instrument during the procedure. It was unknown if arcing occurred. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The monopolar yaw pulley was observed with a thermal damage at the sleeve with the sleeve being dislodged and freely moving at the hook assembly. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley was likely thermally induced rather than mechanically induced. The root cause of this failure was attributed to device design. One side of the distal clevis ear was removed, and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. The electrical continuity test passed. No insulation damage was observed to the conductor wire as well.